Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the frontal cranial procedure on (B)(6) 2019, the doctor placed the plate but observed it was slightly bent so it did not fit correctly. The plate was removed and placed a different one that fit correctly. No patient impact was reported.

Manufacturer narrative:
Result and conclusion evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One timesh plate was returned. The plate was not attached to the tag with the part number and lot number information. One of the eyelets was distorted and bent. It is unknown how this damage occurred. The instructions for use cautions, ¿excessive force, over-bending, notching, or scratching during mesh forming process could result in mesh fracture.¿ proteinaceous debris was observed on the surface of the plate. If information is provided in the future, a supplemental report will be issued.